Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer reported that her current blood glucose was 40mg/dl. The customer declined to troubleshoot for low blood glucose. Customer is treating it with food. The insulin pump will not be returned for analysis.